Manufacturer narrative:
The reported events of low pacing impedance, r-wave amp variation, sensing noise, and failure to capture were confirmed. A complete lead was returned in one piece for analysis with the helix retracted and clogged blood/tissue. Visual inspection of the lead found clavicle crush damaging the outer/ inner insulation and fracturing/separating all five filars of the outer coil distal to suture tie impression. The cause of the reported events was due to clavicle crush damage.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited low pacing impedance, variation in r-wave sensing, high capture threshold and noise over-sensing. It was also noted that the right atrial (ra) lead exhibited low pacing impedance, low sensing which resulted in under-sensing, failure to capture and noise over-sensing which resulted in inappropriate mode switch. Programming changes were made. The patient was then presented for rv and ra lead explant procedure on (B)(6) 2025. The rv lead and ra was explanted and replaced. There were no patient consequences.